Event description:
There was a known open circuit on the #0 electrode prior to replacement of the deep brain stimulator. High impedances (greater than 2000 ohms) and low current (less than 7 microamperes) were noted on all bipolar pairs involving the #0 electrode. Prior to closing the surgical wound, electrode combination 1-2 had an impedance of 1280 ohms with a current of 13 microamperes. Post operatively, bipolar impedances were less than 250 ohms and the current was 281 microamperes on electrode combination 1-2. The hcp reported that the contacts were clean and nothing was clearly wrong with them. Patient symptoms and outcome were not reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.